Manufacturer narrative:
(B)(4).

Event description:
It was reported the receiver was overheating. The product was evaluated. An external visual inspection was performed and failed due to burnt usb connector. Pictures were taken. Receiver charge and boot tests were performed and failed due to burnt usb connector. Functional tests were performed and failed due to burnt usb connector. An internal visual inspection was not performed due to case plastic was burnt. The receiver log was not downloaded and reviewed due to burnt usb connector. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.